Event description:
This male patient with a history of hypertension, hyperlipidemia, and peripheral vascular disease (pvd) was admitted for coronary evaluation due to stable angina. He was currently taking aspirin, statins, ace inhibitors, and beta-blockers. Heparin and plavix were administered during the procedure. Acts were not measured. Angiography revealed a 70%, 10mm, de novo, irregular, eccentric, b2 type lesion in the mid lad. The lesion was not pre-dilated. A 2.75 x 13mm cypher select plus stent was deployed to 12 atms with good results. The stent was not post dilated. There was also a 90%, 10mm, irregular, eccentric b1-type lesion in the second diagonal branch. There was a 45 but less than 90-degrees angulation at the vessel take-off. The lesion was pre-dilated with a 2.0 x 09mm balloon inflated to 12 atms. A 2.25 x 13mm cypher select plus stent was deployed to 12 atms with good results. The stent was not post dilated. The patient was discharged the following day. Three months post index procedure, the patient was experiencing chest pain on exertion. He also had a positive stress test. He was admitted for re-angiography, which revealed a 60%, focal, in-stent restenosis of the 2.25 x 13mm cypher stent in the second diagonal branch. There was no evidence of thrombus or aneurysm. The restenosis was treated with the placement of an additional drug-eluting stent, a 2.25 x 8mm taxus.

Manufacturer narrative:
During six-month follow-up contact, the patient reported angina. He also told the investigator that he had discontinued all medications for three months and had not been back to his doctors since the re-pci three months prior. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.